Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (205 service code) has been confirmed. As received, the monitor was resetting. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connection. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 205 (unspecified bga fracture).